Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 3/15/2017 with the following findings: a review of the pump¿s black box data showed no evidence of a short battery life. There were low battery warning observed in the pump¿s history due to discharged batteries being used with the pump. The battery compartment and the returned battery cap were undamaged and the cap was able to secure to the pump. The pump¿s ¿ez-prime¿ steps were performed correctly and all the electrical current draws measured within specifications. The "battery life" issue from the original complaint was not duplicated during the investigation. The pump¿s cover was removed and no intermittent condition was found to the power printed circuit board (pcb) or to the cgm module.